Event description:
It was reported that during an unknown percutaneous transluminal intervention procedure, the balloon was torn. The equalizer balloon catheter was advanced to an unknown lesion. It was noted that when the physician applied negative pressure, blood entered the balloon. A tear was noted in the balloon material. The number of inflations and to what diameter are unknown. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown percutaneous transluminal intervention procedure, the balloon was torn. The equalizer balloon catheter was advanced to an unknown lesion. It was noted that when the physician applied negative pressure, blood entered the balloon. A tear was noted in the balloon material. The number of inflations and to what diameter are unknown. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned product confirmed that blood was present in the balloon. Upon attempting inflation, the balloon did not remain inflated. The balloon was inflated under water and a tear was observed at the distal end of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the indication of the procedure is not in alignment with the dfu. (B)(4).